Manufacturer narrative:
(B)(4)

Event description:
It was reported the powermax elite mdu hand control was getting hot during use. A backup device was available o complete the procedure without any reported delay. No patient or user impact was reported.

Manufacturer narrative:
Device investigation narrative - a powermax elite motor drive unit, part number 72200616 was received on august 10, 2016 and confirmed to be serial number (B)(4). A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox was found to be jammed and corroded internally. A review of the manufacturing records shows that this unit was released to distribution on or about february 20, 2014. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. (B)(4).